Manufacturer narrative:
(B)(4). Additional information: a medtronic representative reported that: this was the first use of this system when the issue was discovered. The issue was present upon boot - it was not functioning normally at any time. A #7 was displayed on the axiem box. There were no blinking lights. The site does not have any other axiem boxes to test with. Per review technical services of a video of the reported issue, it appeared that the issue was caused by connecting newer axiem equipment with old cranial software. The rep was asked to confirm if this was the case. In the video it also showed that they were still able to navigate normally despite the error message. The rep confirmed that they receive these products from a distribution system and were not aware that the axiem was significantly newer than the navigation system software. He clarified that he was still able to accurately navigate on the demo of the system. Investigation of this behavior concluded that the likely cause was trying to connect new axiem equipment with old navigation equipment manufactured approximately 9 years ago. Although the error message displayed, the system would still navigate accurately which would be unlikely to cause harm to a patient. There were no further issues reported on this system.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a navigation system axiem box that was intermittently losing connection from the navigation system. The lights on the axiem box remained green even when the error was displayed. The error displayed while navigating. In trouble-shooting, changing ports on the axiem box did mot resolve the issue, nor did changing the emitter port. This issue was identified during a demo session and there was no patient present.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.